Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer could not make any connection with the analyzer. The analyzer was found to be defective (component failure, cause unknown).

Event description:
It was reported the programmer showed an error in the connection between the analyzer and programmer. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event.